Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we were unable to identify the root cause of this event. It has been over 2 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus. The evaluation was unable to confirm the customer¿s reported no image issue. The device passed all inspection and functional tests. The investigation is ongoing. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus was informed via service request that the customer high-definition camera head has ¿no image¿. The customer reported problem was found during reprocessing. No death, injury or harm was reported to olympus.